Manufacturer narrative:
Device evaluation not performed as the suture was not available.

Event description:
The suture was used for fascia closure. The surgeon determined the incision was infected with a bacteria which may be associated with the colostomy.